Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-26. The patient is going to continue to charge the ins to build up recharging capacity. The cause of the high impedances was not determined and no actions will be taken to resolve the issue. The rep reprogrammed the patient to help with pain control. The patient¿s weight was not known. The rep followed up with the physician and there is no further information they need. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain, lumbar radiculopathy, and spinal pain. The patient let their ins go into over discharge due to a pregnancy two years ago. After the child was born, the patient performed a physician mode reset (pmr) and started using the device again for sometime after their child was born. Their device was working for sometime and then stopped as it was not providing relief to the patient¿s feet so they stopped using it in november 2018 and let the ins over discharge. The patient wanted to use their device again so a pmr was performed yesterday. The rep confirms that the ins did recover and was charging fast and depleting fast due to coming out of the over discharge. An impedance check revealed 0-7 all 10,000 ohms and 8-15 between 1000-1200 ohms. A group impedance showed a1 was 472 ohms at 13.337 ma and a2 was greater than 4000 ohms at 0.223 ma. The rep would reprogram the patient and run impedances at a higher voltage if appropriate. The rep confirmed that they do not know the patient¿s weight and would follow up with the mana ging healthcare professional (hcp). The rep inquired about ins longevity so technical services reviewed the 9 year lifespan and a limit of 3 over discharges. No further complications were reported/are anticipated.